Manufacturer narrative:
(B)(4). Log review pending. The logs have been received but the investigation is not yet complete. A f/u report will be submitted once the eval has been done.

Event description:
Customer reported that an alaris pump was set for vancomycin as a secondary to be given over 90 mins. The bag was dry in less than 60 minutes and the pump was infusing ns at the vancomycin rate of 167 ml/hr. Vtbi read as 104 mls with 37 mins left. Clinician used the same pump at 0600 for levetiracetam infusion (because clinician was unsure if this was a programming issue or pump issue). The levetiracetam infusion was also set as secondary. When the bag was emptied, the pump read there was still 34 ml to be infused. Again, ns was infusing at the medication rate of 200 ml/hr. Both times the secondary infusion was stopped and the rate changed back to 10 mls/hr but extra saline was given. Customer reported that fluid status was monitored but there was no harm to the pt and no medical intervention was required. Customer requested log review and will send devices if needed. Disposable set model unk; set was discarded.